Event description:
A healthcare professional reported that there was a hub defect on an envoy da xb, 6f, 95 cm, mpd (product code: 67125895db, lot number: 31674324). The wire could not be inserted and the device was unusable. There was no patient injury reported. Additional event information received on 24-mar-2026 confirmed that the ¿hub defect¿ referred to a crack or fracture at the hub. No device fragments remained in the patient. It is unknown how the procedure was completed. There was no follow-up interventions required.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.